Event description:
Same as MFR report #: 6000093-2006-00820 it was reported that 642 days following a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure identified and treated 2 target lesions. The first target lesion was a 15mm long, 95% stenosed, severley calcified, b2 type lesion located in the proximal circumflex (cx) artery. The artery was moderately tortuous and 2.5mm in diameter. The lesion was prepped using rotationl atherectomy and balloon dilation at 18 atms. The physician placed a taxus express2 2.50x 16mm stent at 15atms. The lesion was not post dilated. The second target lesion was a 15mm long, 80% stenosed, moderately calcified, b1-type lesion located in the distal right coronary artery (rca). The artery was 2.75mm in diameter and moderately tortuous. The lesion was pre-dilated at 18 atms, which reduced the stenosis to 50%. The physician placed a taxus express2 2.50x 16mm stent at 20 atms. The lesion was not post dilated. The results for both treated lesions were timi-3 flow and 0% residual stenosis. The patient was discharged the following day on clopidogrel and aspirin. It was reported that 642 days following the index procedure, the patient expired. The cause of death is currently unknonw.